Event description:
A discordant low hemoglobin result was obtained on the advia 2120 for one patient and the result was sent to the physician. The sample was repeated and a corrected report was sent out. There is no known report of adverse health consequences due to the discordant hemoglobin result.

Manufacturer narrative:
A siemens fse (field service engineer evaluated the advia 2120 instrument, and instrument data. Upon evaluating the instrument, the fse replaced the aspirate needle, ran precision runs and qc. The instrument is performing within specifications. No further evaluation of the device is required.